Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture diagnosed via MRI¿. This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Later physician reported "cellulitis, erythema, inflamed tissue, infusion of silicone into the dermal lymphatics". Augmentin, bactrim ds, and ciprofloxacin was given as treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 reason for reoperation: erosion.

Event description:
Healthcare professional later reported emergency removal as the implant was protruding out from skin. Device has been explanted.